Manufacturer narrative:
H.6. Investigation summary: received 1 used 22ga x 1.00 in bd insyte autoguard bc IV catheter unit accompanied by an undamaged opened package from lot 9071777. The unit consisted of (portion 1; the catheter/adapter assembly and (portion 2; the protective needle cover. Thick media was present in the catheter/adapter assembly. Photos: seven photos were provided for evaluation of this incident. The photos shown images of the sample that was provided for this incident that were similar to the returned condition. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: catheter assessment: no holes, kinks, splits, or wrinkles were found in the catheter tubing. The actuator and septum were in the correct position for a used unit. (Bet) the blood escape test could not conducted because the unit was used / contaminated. Although there were slight traces of dried media at the actuator: the septum and actuator were in the correct position for a used unit. Conclusion(s): relationship of device to the reported incident: indeterminate ¿ the reported defect of leakage was not identified or confirmed and a definite root cause could not be established with photos and unit provided for this incident. There was no physical/mechanical evidence to confirm or support manufacturing related issues that would contribute to the alleged defects. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred after use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the needle was hard to puncture. Also the bc valve didn't activate properly and blood leaked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the needle was hard to puncture. Also the bc valve didn't activate properly and blood leaked."